Manufacturer narrative:
The reported lot number is the same as a lot number that is part of the u by kotex sleek tampons, regular absorbency 2018 recall. The consumer did not provide an absorbency, therefore we are unable to confirm the product is part of the recall. Review of the device history record (DHR) and supporting quality records is in progress.

Event description:
Consumer concerned that pledget parts may remain in body. Seeking medical attention to determine if true.